Event description:
It was reported that during an attempt to implant an endovascular stent graft in a left thigh fistula, the stent graft could not be deployed. Another stent graft was deployed to complete the procedure. There was no patient injury reported.

Manufacturer narrative:
A manufacturing review was conducted. The lot met all release criteria. This is the first complaint reported for lot number anxa3699 to date for deployment issue and break. The device was returned with product label. The outer catheter was broken approximately 54mm from strain relief and stretching was noted around the break. The stent graft was partially deployed and protruded approx 2mm from the tip of the outer catheter. The investigation is confirmed for partial deployment, as the stent graft was returned partially deployed. It should be noted that an outer catheter break is also confirmed. The root cause could not be determined based upon the available info. It is unk if patient and/or procedural issues contributed to the reported event. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complaint/ reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.